Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during an open metastasectomy procedure, when stapling, the stapler got stuck on the lung. The surgeon was then able to release the device from the lung. To resolve the issue, another handle and reload were used to complete the procedure. There was no patient injury.